Event description:
Prior to using the antenna locate feature, it was noted that the recharger would not work and the clinician programmer would not see the implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient never had therapeutic effect. It was stated, the patient had "a lot of problems" with dyskinesias. Their limbs had the propensity to move when stimulation was turned up. It was indicated, the voltage was turned down about five months previous to this report because, the patient "had enough." The device was turned down, but not off. It was noted an overdischarge was suspected since the device was turned down five months previous. The antenna locate feature was used and a power on reset icon was displayed. The device was then able to be recharged as normal. It was unclear if the device was truly in overdischarge or a state of extensive discharge as a physician recharge mode was not needed to regain normal charging. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3389s-40 lot# v031581, implanted: 2008 (B)(6), product type lead product ID, 3389s-40 lot# v031274, implanted: 2008 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's husband was given a clinician programmer about five or six years ago to use for the patient's therapy. The reporter stated they had used the programmer to make adjustments to the patient's therapy for five or six years. It was noted the patient was contacted by the patient's healthcare professional (hcp) to have them return the programmer. The reporter stated they were given the programmer because they were able to prove the patient programmer initially provided did not function correctly and "what you were supposed to hit to make it do certain things it wouldn't do that." It was noted that when the patient was trying to decrease voltage, it was actually increasing. It was further noted the patient took the batteries out of the programmer because it continued to alarm. The reporter stated that it was doing this every time they tried to use the programmer. It was noted the patient was not able to adjust stimulation. It was further noted the patient was only able to decrease the patient's voltage to 2.35v. The reporter stated that if they tried to go lower they saw an arrow pointing downward. The reporter further stated they could only adjust voltage for one side. It was noted the patient could only see voltage for the left side. It was further noted the patient used to be able to make adjustments to other parameter like pulse width using the clinician programmer and now they could only make adjustments to voltage. The reporter stated the patient was re-implanted in the gpi instead of the stn in (B)(6). The reporter further stated the gpi was working well for the patient's neck pain, but then all of a sudden the patient could not walk. It was noted that this occurred about two months after the operation. It was further noted the patient had two extra leads implanted in the gpi on (B)(6) 2013 to try to get it so the patient could walk and help their neck pain. The reporter stated the patient had hesitancy with walking and could stand, but not move. The reporter further stated they tried to increase the voltage to help with the patient's walking, but that did not seem to help. It was noted the patient had stimulation up to 3.5v when they started getting side effects so stimulation was then decreased. It was further noted the patient's ins was turned off and they could walk immediately, but after a week their neck pain returned so they turned the ins back on and 3-4 days later the patient had difficulty walking again. The reporter stated the patient had a very hard time getting any pain relief in their neck when it was in the stn and they had to program the patient daily. The reporter further stated the patient was part of a pilot study for having the operation in the stn area and they worked with a manufacturing representative. It was noted the patient had the ins for cervical dystonia which was the source of the patient's neck pain. It was further noted that prior to the ins, the patient had selective denervation and botox shots. The reporter stated the patient never really got any relief and the manufacturing representative recommended they patient try moving to the gpi. It was noted that moving to the gpi helped with the patient's neck pain, but then caused problems with the patient's walking. The reporter stated they had put up with " alot of stuff" and this had been going on for seven years. The reporter further stated they were not shown how to use the patient programmer. It was noted the patient had contacted their hcp. It was further noted the patient was taking opiates to help with their pain. The reporter stated the opiates almost killed the patient and they shut the patient's system down. The reporter further stated the opiates would "act like super opiates" and cause the patient to be constipated and they would be in the hospital. It was noted that this happened about six times. It was further noted the patient was taken off opiates about a year and a half ago. The reporter stated the patient had higher pain because they were off the opiates. The reporter further stated that with the latest operation they thought this would be great, but it had not been because of the patient's inability to walk. The reporter stated they were trying to make adjustments to voltage in order to get the patient pain relief, but not affect their walking. It was noted the patient&#38112;stimulation was currently off and they were dealing with their pain. Additional information was requested, but was not available as of the date of this report.